Event description:
The customer reported that the "x2 is displaying a 'speaker malfunction' inop. The monitor was removed from clinical use as no sound was heard on the x2". No death or patient / user injury or harm was reported.